Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent birth control. Following the essure procedure, plaintiff experienced severe pain, and other symptoms. In 2016, her physician advised her that the device had migrated and perforated internally. She underwent a hysterectomy in (B)(6) 2016 to remove the essure device. Company causality comment this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about six years later, physician advised that device had migrated and perforated internally. Plaintiff underwent a hysterectomy to remove the devices. The event, interpreted as uterine perforation, is listed in the reference safety information for essure. Uterine perforation may occur with essure, most often during insertion. The exact date and the mechanism of perforation are not known. However, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, a non serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 25-oct-2016 quality safety evaluation of ptc investigation result: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about six years later, physician advised that device had migrated and perforated internally. Plaintiff underwent a hysterectomy to remove the devices. The event, interpreted as uterine perforation, is listed in the reference safety information for essure. Uterine perforation may occur with essure, most often during insertion. The exact date and the mechanism of perforation are not known. However, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, a non serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.